Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 266-267 mg/dl. The customer resolved the issue prior to the report with tandem technical support (cts) by changing the cartridge. Subsequently, the customer received a minimum fill notification after filling the cartridge with 220 units of insulin. Customer reloaded the cartridge resolve the issue. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reloaded the cartridge and was able to successfully complete the load sequence and resume insulin delivery. Customer's blood glucose level ranged from 284-285 mg/dl.